Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing is affected with speech performance becoming worse. The user was able to hear reasonably well with an old map.

Event description:
The user's hearing is affected with speech performance becoming worse. The user was able to hear reasonably well with an old map.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing is affected with speech performance becoming worse. The user was able to hear reasonably well with an old map.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However to determine an exact root cause a device investigation of the explanted device is necessary. Reportedly the recipient is doing fine with the available channels. The device remains implanted and in use.